Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, and the contact believes it is due to the customer not administering a bolus after consuming food. The customer's bg level was reported to be 400 (mg/dl), which the customer addressed with a bolus, and at the time of the call, bg level was 246 mg/dl and trending downwards toward target range. Reportedly, the customer administered a food bolus for a meal, but then decided to eat an additional piece of toast after delivering the initial bolus. The contact was unable to recall if the customer had administered an additional bolus to correct for this extra item of food. Review of the bolus history showed that the customer had not delivered an additional bolus for the extra food. The contact thanked tandem technical support for assistance and declined further troubleshooting.